Manufacturer narrative:
Additional information has been requested from the local field representative. This report will be updated should further information be received.

Event description:
Boston scientific received information from the patient that the remote monitoring system detected a condition that could indicate a possible compromised therapy condition in the patient's cardiac resynchronization therapy defibrillator (crt-d).the patient indicated that they would follow-up with the physician. This crt-d remains in service. No adverse patient effects were reported.